Event description:
Discovery of dislodged reamer shaft tip screw after operation. Screw was found.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.